Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿MRI findings following metal on metal hip arthroplasty and their relationship with metal on metal ion levels and acetabular inclination angles¿ by ciara m fox et al reports on the correlation of MRI findings with acetabular inclination angles and measured metal ion levels on patients with the asr system insitu [reviewed MRI scans of 143 patients (110 total hip arthroplasties and 33 resurfacings) out of 359 patients], also compares two surgical approaches, the standard posterior approach (n=63) with the standard anterolateral approach (n=80) between the period pf january 2005 and november 2009,inclusive. On examination of the mris, the presence of pseudotumours, bone marrow oedema, abductor muscle destruction, trochanteric bursitis was found. Cobalt level was found above than recommended level. Few patients were also reported for steep acetabular inclination (malposition).13 patients had undergone insertion of an asr implant died prior to recall and were lost to follow up. No clarification was found on which events were specifically present on specific patients. Asr hip components (both resurfacing and total hip arthroplasty systems) was found to be associated with above reported adverse events. In asr & asr xl cobalt levels ranged from 5-3993 nmol/l and chromium levels ranged from 5-19094 nmol/l. All acetabular cup inclination angles ranged 35 degrees to greater than 65 degrees. The article does not mention any cases of revision, and it does not clarify if metal debris or armd was confirmed. All adverse events were findings of MRI or x-ray readings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate